Manufacturer narrative:
The insulin was received with black shadow on the display due to warped/uneven connector on the lcd board. Device was received with normal operating currents. No unexpected low battery alarm noted. Device had stripped battery cap coin slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the batteries on the insulin pump are lasting less than a week. Customer received a low battery alert and the battery indicator did show less than 2 bars. Customer was unable to remove the battery cap. The customer tried to remove the cap with a quarter and a screwdriver but it was not possible. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.